Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported that, when removing the hook from the robot arm, the hook got stuck in the trocar. When they attempted to remove the hook from the trocar, the hook popped out and cables were exposed. The entire trocar had to be removed from the patient during the procedure in order to remove the instrument. The port site was manually plugged to maintain insufflation while the hook was being removed from the trocar and the trocar was replaced to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage was noted. During the case, the instrument's wrist could not be straightened due to physical damage. The port incision was increased in size in order to remove the instrument and cannula together. It was also reported that the end of the instrument hook fell inside the patient's abdominal cavity but was retrieved during the same surgical procedure by the surgeon.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis (fa) testing. The instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. The size of the missing piece is approximately 1.60mm¿ x 1.60mm¿ and 2.37mm" x 3.68mm". The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The conductor wire had came unwound from the monopolar yaw pulley. The instrument was found to have a broken conductor cap on the outer face of the monopolar yaw pulley. There were missing pieces measuring approximately 1.76mm x 7.03mm. Grip cables/other components adjacent to this indented pulley show damage. The crimp cables and conductor wires were found to be dislodged. The instrument was also found to have a dislodged grip crimp cable at the distal monopolar yaw pulley.